Event description:
It was reported that the device display has missing segments discovered during the customer's annual planned preventative maintenance/performance verification checks. Customer reported that one of the segments of the middle seven segment displays is extinguished. Customer states that, the monitor performs perfectly well, apart from the fact that the display sometimes displays strange characters/numbers due ot the missing segment. There was no involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but some of the led segments were not illuminating as a result of corrosion found on the system board ul5 component. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.